Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump was received with a scratched lcd window, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the she had compromised force sensor system alarms on the insulin pump yesterday. Customer's blood glucose level was 370 mg/dl. Customer called her health care provider today get on a back-up plan. Customer is on manual injections. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.